Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 435 mg/dl with large ketones, polydipsia, polyuria, difficulty waking, and abdominal pain. Patient received no unusual treatment. Reporter was unable to complete troubleshooting. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.